Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump was not delivering basal as programmed. The reporter stated that the patient's blood glucose (bg) was running higher than target range, always over 12.2mmol/l in the evenings. There were no reported signs or symptoms of hyperglycemia. The reporter stated that basal rates had been adjusted but the issue remained unresolved. The reporter stated that the patient did not have this issue on their prior pump. The pump was unavailable for review at the time of the initial complaint; however ,the reporter stated that they no longer trusted the pump. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 07/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2016 with the following findings: a review of the pump histories indicated that the last bolus delivery was a 2.0unit bolus on "(B)(6) 201" and the last basal delivery occurred on (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. There were no delivery interruptions or errors, alarms, or warnings during investigation. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.